Event description:
It was reported by the rep that when (1) atw45 and (3) tr45w reloads were used during a laparoscopy bso procedure the initial firing was ok, but the second firing resulted in a lockout. The third and fourth firing exhibited no firing "click" and the surgeon noted that the force-to-fire was higher. Third and fourth firing did cut and staple (just at a high force to fire). Opened another device to complete the case with no consequence to patient.